Manufacturer narrative:
The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the device interacted with the anatomy and the balloon catheter during the procedure resulting in the reported difficult to remove. During the removal attempt the device interacted further with the guiding catheter and anatomy, resulting in the reported stent material deformation; however, without the device to examine, this cannot be confirmed. The surgical procedure in order to remove the delivery catheter and the remaining portion of the stent as based on case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling.na

Event description:
It was reported that this was a procedure to treat a right common iliac artery. An absolute pro 8x80x135 self expanding stent (ses) was inserted and deployed. However, when removing the balloon catheter, it was noticed the stent had become caught on the catheter. When the delivery catheter was removed from the anatomy, it was observed the stent had become stretched and 1/2 of it had come out of the anatomy while removing the catheter. Therefore, the physician made the decision to transfer the patient to surgery and remove the delivery catheter and the remaining portion of the stent. No additional information as provided.